Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. There was no unexpected numbers scrolling during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and scratches on the reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 107 mg/dl. Customer removed the battery and the device was stuck on low reservoir. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.